Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for incorrect cap color with the incident lot was observed. Additionally, evaluation of the customer samples was performed and incorrect cap color was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for incorrect cap color with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and incorrect cap color observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. CAPA 134494. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that wrong colored cap with bd vacutainer® cat plus blood collection tubes. The following information was provided by the initial reporter, "when customer checked the product on arrival it was noticed that two packs also contained purple caps on red tubes. Customer wanted to know if the purple capped tubes are removed that the remaining red capped tubes are able to be safely used - advised this was a product investigation and could they please return them to us." 200 occurrences reported before use.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that wrong colored cap with bd vacutainer® cat plus blood collection tubes. The following information was provided by the initial reporter: "when customer checked the product on arrival it was noticed that two packs also contained purple caps on red tubes. Customer wanted to know if the purple capped tubes are removed that the remaining red capped tubes are able to be safely used - advised this was a product investigation and could they please return them to us." 200 occurrences reported before use.